Event description:
Interventional radiology team members reported on recent cases of the perclose proglides not working. They reported it has been with more than one provider, that this has been going on for a couple of months, but they neglected to write up each event of proglide failure. The actual involved devices were not saved. No patients were injured, but additional proglides were necessary to close the arteriotomies resulting in additional costs. Lot numbers with failures are: ref # 12673-03/ lot # 9081244 - we had 5 of one box fail. Two remaining were removed from use. Lot # 9112241, we had 3 fail for dr. 1. Removed remaining one from shelf. Lot # 9121941 - 1 failed for dr. 2. He said no calcium or other reason it should have failed. The 2nd proglide did work.